Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot#: va12fhq, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called to see if they could have an MRI of their shoulder. Reviewed putting the device in MRI mode. When the patient put the device in MRI mode, they saw a message that eligibility couldn't be determined. They said the screen said not eligible due to abandoned component with the code 0131310. They noted the reason they had the device replaced was so they could have the shoulder MRI. They were supposed to remove everything. The patient was redirected to their healthcare provider.